Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not entering blood glucose values or carbohydrate values into the pump which led to elevated blood glucose levels. Although requested, contact declined to provide any further information.